Event description:
Ous MDR - this rv lead was explanted due to shock impedance greater than 150 ohms approximately 17 months after implantation.

Manufacturer narrative:
Only fragments of the returned lead were available. It was severed 14.5 cm distal to the is-1 connector pin. Multiple signs of wear were found on the lead fragment during the visual inspection. At the df-1 connector output, in particular, signs of heavy wear were apparent. Moreover, a shock coil lead break was found 3.5 cm distal to the df-1 connector pin. This damage is most likely the cause for the rise in shock impedance observed in the complaint. The site and type of damage is indicative of massive mechanical loads on the lead due to interaction with the generator housing. Moreover, the analysis also showed a deformed shock coil, which is likely due to the extraction process. The production process for this device was reviewed. Production documents do not show any irregularities that could be related to the complaint. All production steps were executed correctly. In summary, there is no indication of a material or manufacturing defect.